Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the distal right coronary artery with mild tortuosity and calcification. The patient was admitted with an acute inferior wall myocardial infarction. Pre-dilatation was performed and the 3.0 x 23 mm xience v stent delivery system (sds) was advanced, but could not cross to the lesion due to the anatomy. During advancement, the proximal shaft separated outside the patient. The sds was removed, and a new xience v sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: floppy; guide cath: 6 f jr 3.5 cordis. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.